Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 680 mg/dl, moderate ketones, and a seizure resulting in a lack of oxygen and customer started to go into cardiac arrest. Cause of elevated bg level was unknown. Customer was treated with versed, and a correction bolus. Reportedly, customer left the ER 8.5 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.